Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue by using different charging cables and wall adapters were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.